Event description:
Neuromonics oasis: is a device that claims to treat the horrible effects of tinnitus -chronic ringing in the ears-. It is expensive and has not been tested. It's essentially like a (B) (4) with special music from their research and they want it used for at least a few months. I started using this device -they essentially claim it trains the brain not to hear the ringing- and after less than two weeks my tinnitus -which was horrible to begin with- became much, much worse and has remained so since then. They refunded my money but the increased tinnitus has made my everyday life miserable. I began an internet website (B) (6) and have received many similar complaints (B) (6). Thank you. (B) (6). Dates of use: (B) (6) 2008 -- (B) (6) 2008. Diagnosis or reason for use: tinnitus treatment. Event abated after use: no. This is a very dangerous device... And is being marketed to those who suffer from the terrible effects -physical and emotional- of tinnitus.